Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure alarm occurred. All attempts at regaining signal were unsuccessful. The getinge representative guided the customer in connecting and setup of the transducer that was connected to the inner lumen of the iab. The getinge representative also guided them in correcting some artifact seen on the ECG with replacement, repositioning, and use of doppler gel with new ECG electrodes. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional initial reporters: marie cho / (B)(6) rn. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.